Event description:
During a laparoscopic cholecystectomy (vlc), it was reported by the rep, the clips are not correctly loaded. The 355l was difficult to insert through the trocar, the hosp did not indicate the lot #. There was no consequence to the pt.